Event description:
It was reported that the footswitch on the 9600 system was stuck during a case. The case was cancelled. No pt injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.